Event description:
Event description guidant received information that a device is enroute for analysis. Reports from the field indicated that the device was at eol and was associated with a 'possible devcice malfunction' message. The patient was admitted to the hospital for monitoring and a replacement procedure was scheduled. This device was included in a recent safety communication that was issued on may 12, 2006 for this device model. It was reported that the patient had refused to follow the communication recommendations and came into the clinic after the device had been beeping for two months.